Event description:
It was reported that the atrial lead had high thresholds. It was also reported that the leads were implanted with a jugular access and were bothering the patient. The physician decided to explant and replaced both leads. The ventricular lead was returned to the manufacturer after being explanted. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The proximal and distal conductor of the lead became distorted while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The analyst commented, the lead was returned with severe twiddler¿s syndrome which resulted in extreme distortion of the conductors, multiple outer insulation breaches, and an inner insulation breach. Products: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).